Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported they attempted to interrogate the implant with 2 clinician programmers and the patient programmer with no success. The neurostimulator was implanted in the right chest, but it was unknown where the paddles were placed during the procedure. It was unknown if the patient had an history of other cardiac procedures prior to this. The issue wasn¿t resolved, and no further actions were planned at this time.

Manufacturer narrative:
H3. Analysis of the ins (s/n (B)(6)) found there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had an unspecified shock treatment for their heartbeat on sunday morning. The mdt rep was told that the patient has congestive heart failure. The patient turned the implantable neurostimulator (ins) off before the shock treatment, but they were unable to turn the ins back on afterward. The rep was not with the patient at the time of the call, so further troubleshooting could not be performed. No symptoms were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported they met with the patient for further troubleshooting and attempted to interrogate the neurostimulator and it just kept spinning and searching for the device. They reset the implant with the tablet and attempted to interrogate again but got the same ¿searching for device¿ screen. They then used the patient¿s external equipment and got the same ¿searching for device¿ message on the handset. The patient was scheduled for an ablation at a later date due to the ¿shock treatment¿ not being successful. It was reviewed based on the issue with the implant it would need to be replaced.